Event description:
Boston scientific crm received information that during a device replacement procedure, the terminal pin on this transvenous defibrillation lead was difficult to insert into the port of the replacement device. Several attempts were made, without success. The lead insulation was inadvertently cut by the physician, so the lead was explanted, replaced, and returned for analysis.

Manufacturer narrative:
The terminal segment of the lead was returned. The is-1 terminal insulation containing the proximal seal rings was lifted from the surface below them. This could have resulted in the observed insertin difficulty into the header, if the seal rings had bunched up upon insertion. This is a known issue and is discussed in our q2-2008 product performance report.